Event description:
Procedure type: sigmoid resection. Patient gender: unknown. According to the reporter: the hospital reported that three patients experienced an anastomotic insufficiency 5-7 days post-operatively. However it is not known whether this is device related. Two patients have been discharged one with a colostomy, and the third patient is in intensive care. No further patient information is available.